Manufacturer narrative:
Additional information: d10, h6, h10. Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found evidence of reported problem. Visual inspection and functional testing were performed which passed. Investigation unable to duplicate customer stated problem. Investigation replaced the downstream occlusion sensor as a preventive measure and performed a full pm and all functional testing passed.

Event description:
Information was received that this smiths medical cadd solis vip pump exhibited cassette not attached properly alarm. No reported adverse effects.